Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had two to three episodes where their blood glucose was over 400 mg/dl. The customer had no high blood glucose symptoms. The customer felt sick and their heart was pounding. The insulin pump alarmed no delivery. The insulin pump had a crack on the top right corner. The crack came from the display screen and went out diagonally from there. The bottom right corner of the insulin pump had a superficial scratch going towards the screen. Above the display was foggy. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.